Manufacturer narrative:
(B)(4). Batch # r5a66k. Investigation summary: the analysis results found that a sr75 reload was received with the cartridge deck damaged. The reload had the knife exposed and the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the locked position. In addition, the right gripping surface broken off. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The damage to the cartridge is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, during firing, the knife was stopped. There were no adverse consequences for the patient.